Event description:
It was reported that the right ventricular (rv) lead had high impedance on the lead and rv coil, was oversensing, and a lead integrity alert was triggered. A lead fracture was suspected. The device detections had been previously turned off and they remained programmed off. The lead remains implanted as the patient desired to return to the country of residence to receive further treatment. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.